Event description:
It was reported that during the implant procedure, the right ventricular lead helix was damaged as the physician was trying to get past the patient's tight superior vena cava. The helix would not retract into the lead. The lead was not used, and a different lead was used to complete the procedure. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Product evaluation summary: the full lead was returned, analyzed, and the helix of the lead was extrinsically bent. Visual summary analysis of the lead indicated damage at implant. (B)(4).